Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Neck of filter either perforated the ivc wall and penetrated into the liver or neck of filter was initially deployed into an accessory vessel off the ivc. Filter was indwelling for 6 months. Two retrieval procedures were unsuccessful.